Event description:
Initial notification (3/22/99). Add'l info (3/24/99). A 34-yr-old male experienced heart failure following heart transplant surgery on 1/30/99. The pt's history is significant for dilatative cardiomyopathy. Viaspan was used for organ preservation. He experienced primary heart failure and extra corporeal oxygenation was necessary. The pt underwent a second transplant surgery which was successful. The viaspan was not filtered and viaspan was not flushed from the donor organ prior to transplantation. The rptr thought that there was a possible relationship between the heart failure and viaspan. The dupont pharmaceuticals co is both the MFR and distributor for viaspan.